Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported that the insulin pump had a loose drive support cap. The customer was in the hospital due to a high blood glucose level. Customer's blood glucose level was 210 mg/dl. The device was not returned.